Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The pt has a history of coronary artery disease, myocardial infarction, chronic obstructive pulmonary disease. 14 months post stent graft implant, the patient had a revision of the endovascular repair for proximal migration and aneurysmal changes of the infrarenal aortic neck and iliac arteries. An aneurx cuff and another manufacturer's cuff were used to correct the migration. Eight months later the patient was brought back for treatment of right and left common iliac arteries as well as an enlarging aneurysm. Another manufacturer's stent grafts were used to treat the right and left common iliac arteries. Three aneurx aortic cuffs were implanted proximally from the infrarenal neck to the flow divider of the main body. Three months later the patient presented with severe abdominal pain. It was reported the aneurysm had ruptured. The stent grafts were explanted. The stent graft was discarded and will not be returned to medtronic.